Event description:
It was reported that, "dr. (B)(6) placed the 4 in 1 cutting block on the femur then made his resections. When he put the mis handle back on the cutting block to remove it, one of the fixation spikes broke off in the femur. Pliers were used to remove the spike."

Manufacturer narrative:
Eval summary: visual inspection of the returned device showed the fixation spike disassociated from the cutting block. A mfg non-conformance was observed. The product experience reporting database shows that there have been other similar reported events regarding this product lot, cat number and this product family.